Event description:
On (B)(6), 2010, the reporter contacted animas on behalf of his son and reported that the patient had developed a blood glucose (bg) level of 400 mg/dl with large ketones. At 7:30 am that morning, the reporter claimed that the patient was sleeping and slept through a replace battery alarm. The reporter also indicated that the patient had not turned the pump on all day because he had not eaten. In addition, the reporter mentioned that the patient did not bolus all day. During the call with animas, the reporter indicated that the patient was now vomiting and tried. The animas representative involved in this contact advised the reporter to call a health care provider or bring the patient to an emergency department (ed). The pump turned on after the device's battery was replaced. At the time of troubleshooting, there was no evidence of a pump malfunction. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the patient developed an elevated bg level suggestive of severe hyperglycemia. However, the patient's injury can be attributed to possible use-error considering the patient did not bolus all day after the pump alarmed. He also did not turn the pump on all day prior to the event. It is unknown, at this time, if the patient had a backup plan for insulin delivery prior to developing the elevated bg level.